Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, two implantation failures occurred during the same procedure. The first implant broke inside the plunger. The second implant had a mark in the center of the implant. A third back up lens was implanted to complete the procedure. Additional information was requested but was not available at the time of this report.